Manufacturer narrative:
Continuation of d10: product ID {evproplus-34us}; product lot/serial number {(B)(6)}; product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2020}; explant date {na} product ID {l-evprop34us}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), a pseudoaneurysm to the right common femoral artery (rcfa) occurred. The pseudoaneurysm to the rcfa was due to a percutaneous closure device failure. The pseudoaneurysm was identified by a duplex ultrasound. Minor bleeding with a hematoma was noted at the access site. Medication was administered. A 10-millimeter (mm) balloon was used to tamponade the rcfa for 3 minutes. The pseudoaneurysm, bleed and hematoma resolved the following day. 22 days later a right groin access site hematoma and a left groin pseudoaneurysm was identified on ultrasound. No treatment was provided, and right groin access site hematoma resolved 10 days later. The left groin pseudoaneurysm required intravenous therapy (IV) thrombin as treatment. The left groin pseudoaneurysm resolved 10 days after onset. All access site injuries were reported as procedure related and not related to any medtronic devices. No additional adverse patient effects were reported.